Event description:
Customer reports that there was some type of black or blue liquid going into the reservoir, tubing, sensor, pump and her body. Customer is very upset stating that it was poison going into her body. Customer was advised that everything would be replaced including sensors. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked display window, cracked case near display window corners and lightly stained keypad overlay and case noted during our visual inspection.